Event description:
It was reported patient underwent right hip revision approximately 2 months post-implementation due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- biolox delta ceramic head catalog#: 00877503601 lot#: 2828940. Femoral body catalog#: 00994201635 lot#: 63115955. Nut compression cementless catalog#: 00998209902 lot#: 63173181. Torda-saballa triflange catalog#: pm157944 lot#: 353190. Acetabular screw catalog#: cp250359 lot#: 791770. G7 screw 6.5 mm x 35 mm catalog#: 010001000 lot#: 3498802. G7 screw 6.5 mm x 40 mm catalog#: 010001001 lot#: 3375059. G7 screw 6.5 mm x 40 mm catalog#: 010001001 lot#: 3375059. G7 screw 6.5 mm x 30 mm catalog#: 010000999 lot#: 3547816. G7 screw 6.5 mm x 45 mm catalog#: 010001002 lot#: 3716835. G7 screw 6.5 mm x 50 mm catalog#: 010001003 lot#: 3713115. G7 screw 6.5 mm x 50 mm catalog#: 010001003 lot#: 3393643. Reported event was confirmed through review of radiographs. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.